Manufacturer narrative:
The reported event was inconclusive. Evaluation found no pinch or blockage on the catheter surface. Water was able to be introduced in all returned pieces of the catheter. No conditions were found on the sample that could be associated with the reported event. However, a complete evaluation could not be performed due to poor condition of the returned sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon on the 3rd day after placement. The catheter was cut by a urologist and was able to be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon on the 3rd day after placement. The catheter was cut by a urologist and was able to be removed .